Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. Photo analysis: visual analysis of the photographs identified: varied injuries: unable to observe since it is not related to the device. Respiratory insufficiency- breast: unable to observe since it is not related to the device. Rash- breast: unable to observe since it is not related to the device. Pain- breast: unable to observe since it is not related to the device. Lymphadenopathy- breast: unable to observe since it is a medical event and is not related to the device. Local reaction- breast: unable to observe since it is not related to the device. Increased sensitivity- breast: no further actions are required since no issue in the manufacturing of the device is observed. Headache- breast: unable to observe since it is not related to the device. Fatigue- breast: unable to observe since it is not related to the device. Edema- breast: unable to observe since it is not related to the device. Double capsule- breast: unable to observe since it is not related to the device. Depression- breast: unable to observe since it is not related to the device. Chest pain- breast :unable to observe as it is a medical event that is not related to the device. Changes in sleep habits- breast: unable to observe since it is not related to the device. Autoimmune disorders- breast: unable to observe since it is not related to the device. Anxiety - product/ procedure- breast: unable to observe since it is not related to the device. Allergic reaction/ hypersensitivity: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient's representative reported left side symptoms of breast implant illness including "chronic fatigue with sleep disorders", "depressive moods and anxiety", "reduced libido", "dysregulation of the thyroid", "extreme hair loss", "massive headaches", "extreme lack of concentration and forgetfulness", "brain fog", "gastritis / gastrointestinal complaints", "massive limitations in performance, which is particularly difficult in the household and in everyday life", "weight gain", "strong body odor (armpits)", "night sweats", "deterioration in vision (occurring irregularly)", "frequent bladder infections / multiple candida infections", "sensitivity to noise up to brief hearing impairment in both ears; pulse-synchronous tinnitus", "spontaneous tingling in the fingers", "frequently swollen lymph nodes in the jaw and neck area", "pain in the back and shoulders, skeletal pain especially in the sternum, muscle pain and pain in the joints", "recurring hematomas (on the legs and feet)", "extreme listlessness, frequent tiredness but with sleep disorders and panic attacks", "heart palpitations and racing heart", "frequent illnesses due to a weakened immune system", "permanent and constant chest pain (pressure) and pressure in the sternum", "pale skin and dark circles under the eyes", "swelling of the face and hands / legs / feet", "sensitivity to light", "food intolerances", "various allergies", "rash, dry skin", "recurrent fungal infections", "asthma, shortness of breath, feeling of suffocation", "lumps / feeling of pressure in the throat", "restlessness (very pronounced!)", "dry eyes", "sensory disturbances", "blood clots (spider erysipelas) on the legs", and "herpes simplex virus". The device has been explanted with a complete capsulectomy. Pathology analysis of the capsule showed "a partial double capsule", "a small amount of straw fluid which was inside the capsule", "chronic inflammation and immunohistology found cd30 was negative". The patient's condition has improved postoperatively. The following events are deemed not device related various allergies¿, and ¿severe food allergies/food intolerance¿, ¿frequently swollen lymph nodes in the jaw and neck area¿, ¿swelling of the face and hands / legs / feet¿, ¿chronic fatigue¿, ¿massive headaches¿, ¿multiple candida infections¿ and ¿recurrent fungal infections¿, "frequent bladder infections", ¿reduced libido¿, ¿dysregulation of the thyroid¿, ¿extreme hair loss¿, ¿extreme lack of concentration and forgetfulness¿ ,¿brain fog¿, ¿/ gastrointestinal complaints¿, ¿massive limitations in performance, which is particularly difficult in the household and in everyday life¿, ¿weight gain¿, ¿strong body odor (armpits)¿, ¿night sweats¿, ¿deterioration in vision (occurring irregularly)¿,¿ ¿extreme listlessness¿, ¿restlessness¿, dry eyes¿, ¿sensory disturbances,¿, ¿ ¿pale skin¿ and ¿dark circles under the eyes¿, ¿sensitivity to light¿, ¿frequent illnesses due to a weakened immune system¿, ¿dry skin¿, ¿asthma¿, gastritis, sensitivity to noise up to brief hearing impairment in both ears; pulse-synchronous¿, ¿tinnitus¿, blood clots (spider erysipelas) on the legs¿, and ¿herpes simplex virus¿, ¿pain in joints¿, ¿muscle pain¿, ¿frequent tiredness but with sleep disorders¿, and ¿severe sleep disorders¿, ¿shortness of breath¿, ¿feeling of suffocation¿, ¿lumps / feeling of pressure in the throat¿, ¿spontaneous tingling in the fingers".